Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site on 1/16/2015 for issue resolution. Medtronic investigation of returned suspect device finds that the teeth are not worn down as reported, but the attachment threads are damaged. The reported event was confirmed to be caused by the physical damage of the attachment threads.

Event description:
A medtronic representative reported that the site's navigation system frame mount arm was damaged. The medtronic representative reported the teeth on the arm were worn down. There was no patient present when this issue was identified.